Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/23/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: fold creases, yellow particles and a curved opening on posterior. A leak test and microscopic analysis were performed which identified: a sharp opening on posterior, non-penetrating nicks and wear abrasion. The fill test inspection was performed and the result was no blockage. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Reason for reoperation reported as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.